Event description:
Ceea stapler used to do anastomosis for a transhiatal esophagectomy when fired incorrectly. Incomplete staple line was noticed. The physician stated that device was defective. Stapler removed, placed in original box, and placed in resource nurse office. Physician ended up having to hand sew anastomosis.